Event description:
It was reported that the patient had a loss of therapeutic effect after a fall. The patient could still feel stimulation, however. Despite changing the programs, he still had a return of symptoms. An x-ray of the lead was recommended. The patient was redirected to his physician. Additional information was requested. See also MFR 3004209178201100064.

Manufacturer narrative:
(B)(4).